Event description:
It was reported that revision/explant surgery was performed due to non-union of a right mandible fracture. The patient was initially treated for a bilateral mandible fracture (angle fracture) on an unknown date in (B)(6) 2014. During this surgery, an unknown synthes 2.0mm plate and four unknown 2.0mm screws were implanted. Competitors arch bar devices were also implanted during the initial surgery. The patient returned to the surgeon on an unknown date approximately two weeks prior to (B)(6) 2015 for follow up appointment. X-rays were taken and the surgeon determined that the right mandible fracture was in a state of non-union. Revision/explant surgery was performed on (B)(6) 2015 and the implants were removed. The bone was debrided, the fracture was reduced and a reconstruction plate was implanted. The patient is reportedly doing well. This report is for four unknown 2.0mm screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is four unknown 2.0mm screws. Part and lot numbers were not provided. Date of implant was reported as an unknown date in (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.